Event description:
It was initially reported that the patient was admitted into the ICU for status epileticus. The patient's device was later interrogated. Due to low settings, device diagnostics were not performed at that time. Settings were 0.25ma/30hz/250pw/14sec on/1.1min off/magnet 0.75ma/60sec on/250pw with 138 magnet swipes. Eri-flag was no. It is unclear if this an increase in seizure level for this patient from her pre-vns baseline levels. Last known good diagnostics was done at the time of implant of generator. Good faith attempts to obtain additional information have been unsuccessful to date.